Manufacturer narrative:
Philips service replaced and calibrated the 58'' sl-dvi color lcd monitor and mcs display/monitor and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the doctor's monitor intermittently shut off due to a defective part on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.